Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 495 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was over 600 mg/dl. Customer had a bent cannula. Customer was hospitalized for one week. Customer had a second hospitalization due to high blood glucose. The paramedics were called in (B)(6) 2013. Customer was dehydrated, diabetes ketoacidosis and heart attack. Customer was hospitalized for one week. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.